Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that the patient received inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were made. The device remains implanted.